Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Product code changed and batch #m90z9j. The device was received without the primary package and with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. This is evidence that the device had been used (event advises that the tissue pad was missing while in the sterile package) in addition, the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of an alert screen is blade damage. The device will stop activating and display an alert screen, when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Due to the package of the device was not returned, we are unable to investigate further to the packaging device issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the harmonic pad wasn't attached from the package. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m90z9j. The device was received without the primary package and with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. This is evidence that the device had been used (event advises that the tissue pad was missing while in the sterile package) in addition, the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of an alert screen is blade damage. The device will stop activating and display an alert screen, when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Due to the package of the device was not returned, we are unable to investigate further to the packaging device issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.